Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that customer remove guidewire, but guidewire stuck in vessel. Patient intervention: slowly remove guidewire. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), labeling, sample analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficulty removing the stylet from the catheter was confirmed but the cause is unknown. One 5fr t/l powerpicc catheter and a coiled stylet were returned for evaluation. The catheter contained a curved shape memory but was otherwise unremarkable. The stylet had been removed from the catheter and was returned separately. It appeared that the stylet had been removed through the yellow septum of the t-lock assembly because the t-lock assembly was still attached to the red luer hub of the catheter. The stylet contained multiple areas of damage; numerous kinks in the distal 3.5cm of the wire, a sharper kink located 10.5cm from the distal end of the stylet, and multiple wavy and curved loops in the wire between 14cm and 31cm from the distal end. The curves and waviness likely occurred due to removal of the stylet through the yellow septum. Frictional resistance can occur if the stylet is removed through the septum of the t-lock assembly and may have contributed to the reported event. The IFU instructs the user to disconnect the t-lock from the catheter luer connector and to slowly remove the t-lock and stylet. Other possible contributing factors could include the catheter not being flushed prior to stylet removal, patient position or venospasm restricting the stylet within the catheter, or damage to the hydrophilic coating on the stylet. The hang tag on the device states, ¿flush catheter prior to use-catheter stylet with hydrophilic coating¿. The IFU further instructs, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position (zero mark).¿ h3 other text : evaluation findings are in section h.11.

Event description:
It was reported that customer remove guidewire, but guidewire stuck in vessel. Patient intervention: slowly remove guidewire. No other information was provided.